Event description:
The customer noticed that the needle never deployed but proceeded to wear pod. When they woke up their blood glucose was 471 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.